Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause was due to a degraded transducer within the assembly (B)(4). The exhalation differential pressure transducer is unresponsive to pressure input. The measure output differential voltage is outside of manufacturer specification. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays low peak inspiratory pressure, low minute ventilation, high rate, and transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation pressure transducer failed calibration testing. The issue occurred during patient-use. The customer reported the patient was placed on another ventilator. The customer report there is no patient consequence associated with the event.